Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced toothache ("teeth pain"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the toothache had resolved. The reporter considered medical device removal and toothache to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, teeth pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- event injury updated to medical device removal. New event teeth pain were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.